Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported patient outcome could not be conclusively determined through this investigation. The device will not be returned for analysis. It was unknown if the event was device or therapy related. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 04apr2017. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) (rev. C) is currently available. ¿introduction¿ of this document lists death as an adverse event that may be associated with the use of the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2022. No further information could be provided due to the hospital's patient privacy policy.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: a deposition was observed surrounding the inlet bearing ball. Tears in the silicone jacket of the driveline and a breach in the orange wire of the driveline were observed. The evaluation of heartmate ii (hmii) left ventricular assist system (lvas), serial number (B)(6) confirmed thrombus, superficial driveline damage, and a compromise in the wires of the driveline. A direct correlation between the device and these findings and the patient death could not conclusively be determined through this investigation. The pump was returned assembled with the driveline cut approximately 4.5 inches from the pump housing, and a 28.5¿ distal portion was returned for evaluation. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (outflow elbow, outflow graft, and outflow graft bend relief) was returned attached to the pump¿s outlet port. Upon disassembly of the pump, examination of the inlet stator revealed a red, tissue-like deposition. The thrombus was situated around the inlet bearing cup as well as the rotor bearing ball. The thrombus showed evidence of laminated layering indicating that it formed in this location over an undetermined amount of time. Upon removal of the observed deposition, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the wires did not reveal any discontinuities or shorts. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. Extensive layers of tape were observed from 0-17¿ from the connector, and a previous clamshell repair was observed. Upon removal of the silicone jacket, tears in the silicone jacket were observed 3¿, 14", 15" from metal connector. The bionate layer was discolored but showed no signs of damage. Fraying and minor breakdown in the metal braided shield was observed along the length of the driveline. An area of major breakdown in the metal braided shield was observed 2.5¿ from the connector. Visual inspection of the wires confirmed a breach in the insulation of the orange wire approximately 4.5¿ from the metal connector. The remaining segments of the driveline were then submerged in a saline solution for high potential testing to verify the integrity of each wire¿s insulation. This test did not reveal any additional areas of current leakage. If the exposed conductors of the orange wire contacted the braided shield while operating on a tethered power source such as the power module or mobile power unit (mpu), the resulting short to ground could have resulted in alarms such as low speed or pump stop events. The device was rebuilt and functionally tested under loaded conditions; the device operated as intended. The pump was connected to and operated on a standard h-q water loop using a test system controller, power module, and system monitor according to hmii hydraulic qualification (hq) test procedure (rev. E). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 04apr2017. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) (rev. C) is currently available. Section 1 ¿introduction¿ of this document lists device thrombosis and death as adverse events that may be associated with the use of the heartmate ii lvas. Section 6 "patient care and management" (under "pump performance monitoring") outlines indications of pump thrombosis as well as how to respond to such events. Section 6 (under "anticoagulation") also outlines the suggested anticoagulation regimen and inr range that should be maintained for patients using the heartmate ii lvas. The hmii lvas patient handbook (rev. C) is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.